Manufacturer narrative:
H3 other text : device has not been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any addition information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging fluid in lungs and around heart. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed unknown gray and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, white dust-like contamination on the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown brown and black (inconsistent with degraded sound abatement foam), specks of contamination on the top enclosure. Also, a few tiny pieces of potential hair/fiber on the top enclosure, unknown brown and black (inconsistent with degraded sound abatement foam), specks of contamination on the bottom enclosure, black potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the front panel, unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the rear panel. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.